Event description:
The customer reported when the heartstart xl is "in manual or AED mode, goes straight into config menu." There was no reported pt involvement.

Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.